Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The reported issue was resolved by replacing the central processing unit (cpu) printed circuit board assembly (pcba). The cpu pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: g1 phone number (B)(6). H10: e1- (B)(6).

Manufacturer narrative:
The central processing unit (cpu) was return for analysis. Testing of this cpu with the accusation of a secondary alarm failure / e/c 1104 has been analyzed. The results of the testing of this cpu have resulted in a no problem found.